Event description:
It was reported that the amiodarone dose was administered in two (2) hours, however it should have been given over twenty- three (23) hours. The clinician updated the volume to be infused (vtbi) instead of starring a new infusion. The pump did not alert for the incorrect vtbi dose. There was patient involvement however no harm. Patient required monitoring. Additional information was received by the customer. The loading dose of amiodarone was 300mg/100ml over one hour followed by a continuous infusion of 900mg/250ml over twenty-three (23) hours. However, the continuous infusion was administered over two (2) hours. The pump was not isolated following the infusion.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the amiodarone loading dose was administered over an hour, however it should have been given over twenty- three (23) hours. The clinician updated the volume to be infused (vtbi) instead of starring a new infusion. The pump did not alert for the incorrect vtbi dose. There was patient involvement however no harm. Patient required monitoring.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.